Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2011, the patient experienced a hernia. The device was not returned; therefore, a sample analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a hernia coincident with automated peritoneal dialysis therapy. It was unknown if the hernia occurred after beginning automated peritoneal dialysis therapy or prior to initiating automated peritoneal dialysis therapy. The cause of the hernia was not reported. On an unknown date in the year of occurrence, the patient was hospitalized for the hernia event. On an unknown date during the hospitalization, the patient had a hernia repair surgical procedure. Dianeal therapies were ongoing. After one or two days of hospitalization, the patient was discharged. The patient was recovered from the event. No additional information is available.